Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review was completed and revealed the device failed the ultrasonic sensor fluid transition test and the upstream pusher setup was adjusted and the upper ultrasonic sensor fluid number was above specification and the upstream pusher setup was adjusted and the ultrasonic sensor was recalibrated. The reported condition was verified. The device was found out of specification. The customer reported constant upstream occlusion was verified through the event history log. The cause was determined to be the lower ultrasonic sensor fluid number was below specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.